Event description:
On (B)(6), 2013, the lay user/patient contacted lifescan (lfs) alleging that results were missing from the onetouch ultralink meter¿s memory. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue first began in (B)(6) 2013. According to the csr¿s documentation, in response to the alleged meter issue the patient reportedly administered her insulin manually based on the subject meter¿s reading. There is no evidence the patient developed any symptom or received any treatment as a result of the alleged meter issue. At the time of troubleshooting, the csr verified there was no misuse of the lfs product and the patient was not using the subject meter for the first time; however, the alleged meter issue remains unresolved. Replacement meter was sent to the patient. Based on the information provided, the patient did not suffer signs or symptoms indicative of a serious injury. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.